Event description:
Customer reported experiencing a malfunction with the pump. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.